Event description:
It was reported: "cone body restoration conical to move post operation in retroversion."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported: "cone body restoration conical to move post operation in retroversion."

Manufacturer narrative:
An event regarding malposition involving a restoration modular stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned stem indicated nothing remarkable was observed. The device appears in undamaged condition. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to the cone body restoration conical being in retroversion. Visual inspection of the returned stem indicated nothing remarkable was observed. The device appears in undamaged condition. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.